Event description:
There was fluid dripping from the IV tubing filter site on a patient receiving a pitocin drip. It appeared to be the small round disc (check valve)that was leaking.====================== health professional's impression======================a questionable defect in the filter site====================== manufacturer response for IV tubing, interlink continue flo solution set======================gathering ifmoration about the event - description of the event, when it was observed, any injury, and they are sending a return kit.